Manufacturer narrative:
Information was provided that the patient had excellent vision with a refraction of -0.75+0.50x090. But the patient wanted plano. The patient has a history of prism and lasik and didn¿t want touch up. The patient elected to have the iol explanted for power adjustment. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported an unexpected outcome following an intraocular lens (iol) implant procedure. This patient had excellent vision with a refraction of -0.75+0.50x090, however, she had a history of prism and lasik and did not want a "touch up". The patient elected iol replacement for power adjustment.